Event description:
It was reported that during routine follow-up on (B)(6) 2025, this pacemaker was found to be in safety mode, and the remaining battery longevity was five months. At the last follow-up on (B)(6) 2025, the remaining battery longevity had been one year and on (B)(6) 2024 it had been two years. The patient was 100% dependent, and the device was immediately replaced on (B)(6) 2025 and is expected to be returned. No patient complications were reported.